Event description:
It was reported, the patient experienced syncope and was admitted to the hospital with bradycardia. The device was attempted to be interrogated but was unsuccessful. The device was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events of unable to interrogate and no pacing were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing, and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.